Event description:
The customer returned the endoeye flex three dimensional (3d) deflectable videoscope to olympus as part of the asset return process. The returned device was evaluated, and it was found that the adhesive around the objective lens was peeled. This report is being submitted for reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
During receipt inspection of the returned device, it was noted that the light guide connector index was peeling. This was confirmed during device evaluation. Indication on light guide connector was peeled. There were few additional findings. Adhesive on bending section cover had a chip. The bending section cover had a scratch. Video connector had a crack. Due to damage on bending tube, right/left lever does not move smoothly. The investigation is ongoing and a supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.